Event description:
It was reported that at implant the pulse generator exhibited a setscrew anomaly. The device was not used.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.